Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer experienced blood glucose (bg) levels of "low" and "high". A correction bolus was delivered as well as the customer consumed carbohydrates and glucose tablets to address bg levels.